Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, visual inspection found no anomalies. Laboratory analysis was unable to confirm the reported field allegations of placement difficulties and dislodgment.

Event description:
It was reported that this right ventricular (rv) lead was found dislodged. As a result, the patient was hospitalized and a lead revision was performed. During the procedure, placement difficulty was encountered when trying to reposition the lead. As a result, the rv lead was explanted and the patient's chronic lead was put back in service. The lead was returned to boston scientific for analysis. No additional adverse patient effects were reported.

Manufacturer narrative:
This product is not expected to be returned. If the product is returned and analysis is performed, then this report would be updated at that time.

Event description:
It was reported that this right ventricular (rv) lead was found dislodged. As a result, the patient was hospitalized and a lead revision was performed. During the procedure, placement difficulty was encountered when trying to reposition the lead. As a result, the rv lead was explanted and the patient's chronic lead was put back in service. No additional adverse patient effects were reported.